Event description:
Two elevated advia 2400 salicylate results were reported to the physician and were questioned because they did not fit the pts profiles. Both pt samples were retested (once on the original system and again on a second system) and the salicalyte values were normal. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant salicylate results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant salicylate results were a blocked voev1 valve. The fse repaired the valve and the instrument is performing within specifications. No further eval of the device is required.